Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 04457 and data files were returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 (indicating that the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1 inches proximal to the catheter tip. The data files showed system notice 50001 (the vacuum is disabled due to a problem with the coaxial umbilical cable) the date of event. In conclusion, the balloon catheter failed the returned product analysis due to a guide wire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon temperature dropped very low on every freeze but the vein was not occluded. The console was rebooted and vented, but the issue persisted. The catheter was repositioned several times, but the issue persisted. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. Upon trying to obtain the bin files, the usb was not working. Bin files were not able to be sent; however images of the console were received and revealed pressure overshoots in multiple applications. Test ablations performed after the case revealed that ice would not form on part of the balloon. Service was performed at a later date. The injection proportional valve (mks) was replaced which resolved the issue. No patient complications have been reported as a result of this event.